Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2367, this system error occurred during use. The technical service representative (tsr) assisted the home patient (hp) and caregiver (cg) to turn on the machine, the hc went to press go to start so the tsr had the cg check the alarm log and found a system error 2240 (air in line). The tsr asked if the hp was connected when the alarm happened and what cycle he was in and the cg stated the hp did not hear the alarm. The cg stated she thought the hp was connected and was in a fill cycle. The tsr had the hp press stop and asked if there were any leaks in the setup and the cg stated she did not think so. The tsr explained the alarm and had the cg turn off the machine. The tsr explained the machine was ready to be setup tonight. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown. The problem was not confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.